Event description:
It was reported that during a laparoscopic sigma procedure, there was no function after a few minutes. The right side knobs had no function. The footswitch was used to complete the case with no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.